Event description:
It was reported that a patient presented with over-sensing of lead noise resulting in inappropriate automatic mode switch. The lead was not addressed as the noise was not able to be reproduced. No adverse patient consequences were reported.